Manufacturer narrative:
Batch review performed on 29 january 2020. Lot 1902224: (B)(4) items manufactured and released on 26-jun-2019. Expiration date: 2024-06-11. No anomalies found related to the problem. 59 "ok" were reported in the visual inspection column compiled by mediluc, this is can be considered a typo. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a fractured femur. The cause of the fracture is unknown. The surgeon revised the stem, head, and liner 1 month and a half after primary. The surgery was completed successfully. The fracture may have occured during the primary surgery.